Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips remote service engineer (rse) inspected system remotely and confirmed that this case was created wrongly as the boot up issue was with another system. The current system functions as intended without any issues. Another case was opened for actually effected system, in which the issue was resolved by manually restarting the flexvision pc. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the wrong ip, and no malfunction was identified on the current system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.